Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead with stylet inserted was returned in one piece. Visual inspection, x-ray examination and electrical test were normal with no anomalies found.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead failed to capture even after re-positioning. The lead was not used and replaced during procedure. The patient was stable.